Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) device. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the handle was not able to recognize the reload. Sometimes it did and sometimes it did not. In order to resolve the issue, used another powered handle. There was a problem loading the reload onto the adapter. When the cartridge was loaded, it moved automatically. The surgeon did not touch any of the buttons. The status indicator lights, five white lights, handle indicator, and adapter indicator were all solid. The reload indicator light was off. The device sterilization method was autoclave. The type of cleaning was manual.